Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Weight unknown. Lot number unknown. Last name unknown.

Event description:
It was reported that the doctor could not achieve primary stability. The implant could not be placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This submission is being relayed for corrected information. The following sections have been corrected: h6: event problem and evaluation codes; method, results, conclusion.